Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had communication issues where the transmitter would loose signal and the sensor would not show any readings. It was also reported that one of the sensors was missing the cannula. The customer had met with the trainer and was advised to use a different site location and transmitter orientation which has been an improvement. Most recent blood glucose value was 110 mg/dl. It was mentioned that the insulin pump suspended once before low when the sensor glucose was 115 mg/dl. The product will not be returned for analysis.